Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2020-00709 under a different medical device. After further evaluation the medical device was updated from architect havab-g, list number 06l27-25 to the architect i2000sr processing module, list 03m74-02. No further patient information was provided by the customer. The field service representative (fsr) performed several troubleshooting procedures and observed leaking from the syringe assembly. The sample syringe assembly was replaced which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the part was replaced. Review of tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending did not identify any trends for the syringe assembly. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the syringe assembly or the architect i2000sr processing module was identified.

Event description:
The customer observed (B)(6) architect (B)(6) results for 1 patient. The following data was provided: (B)(6). No impact to patient management was reported.